Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited likely loss of capture resulting in reduced cardiac resynchronization therapy pacing. The lead remains in use. It was also reported that remote monitoring network would not generate reports in time to answer the callers question. It was noted that the report was generated but in the remote monitoring network report the dates shown for the cardiac compass trends as well as the lead trends do not terminate at the date of the transmission. Upon investigation it was noted that missing data is associated with the programmer software. No patient complications have been reported as a result of this event.